Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced 2.1 retractor band and able to log in to crna. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system cart drawers not opening when crna logs in. The customer stated that the malfunction was occurred when they trying to access medication. There were no adverse events or injuries reported based on this incident.